Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6), 2013 a distal femoral nail was used for a supracondylar femur fracture case. On (B)(6), 2013, two weeks after the supracondylar femur fracture case operation, the surgeon confirmed radiographically the condyle part of the femur rotated and the nail end protruded from the bone. This report is 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Pt age: 80s. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.